Manufacturer narrative:
The t:slim user guide also states: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death. The t:slim user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer allowed the pump's battery to fully deplete on accident. While reloading the cartridge, the customer performed fill tubing while connected. The customer's blood glucose (bg) level was 295mg/dl due to recently consuming a meal. No action was to be performed to address the bg level as the customer had been connected while fill tubing was performed. A follow-up call to ensure the customer's bg levels decreased was declined by the customer.